Manufacturer narrative:
The investigation of delivery issues has been completed. Per returned product investigation, product damage (cannula kink) and product damage (catheter kink) were added as failure modes. Delivery issues: clinical reported that the pump could not advance past the aortic arch due to vascular anatomy. The left subclavian artery was reported to have a diameter of 6.5-7 mm, which led to difficulty advancing the pump. The product was returned for investigation, and a kink was observed on the cannula near the motor housing, as well as a small kink on the catheter above the motor housing. The cause of the delivery issues was most likely patient condition, as the patient's artery was too small to safely advance the pump. Product damage (cannula kink): clinical reported that the pump could not advance past the aortic arch due to vascular anatomy. The product was returned for investigation, and a kink was observed on the cannula near the motor housing. The cause of the cannula kink was most likely patient related, as the patient's artery was too small for the pump to advance through. Product damage (catheter kink): clinical reported that the pump could not advance past the aortic arch due to vascular anatomy. The product was returned for investigation, and a kink was observed on the catheter above the motor housing. The cause of the catheter kink was most likely patient related, as the patient's artery was too small for the pump to advance through.

Manufacturer narrative:
The impella device has been received, but the evaluation has not been completed. Upon completion of the investigation, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported an impella 5.5 was being placed to support a patient with acute myocardial infarction/cardiogenic shock. The impella 5.5 could not be advanced beyond the aortic arch due to vascular anatomy. The aortic arch prevented placement. Computed tomography scan showed a left subclavian artery diameter of only 6.5¿7 millimeters, making advancement unsafe. The decision was made to switch to an impella cp which was implanted percutaneously via left femoral artery successfully and without issue. The impella 5.5 was also removed without issue, with a non-irritating wound closure. The patient had been and continues to be successfully supported by the impella cp. The next plan is to implant a left ventricular assist device in the near future and continue to support the patient with the impella pump until then.